Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high inr results from coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The time between meter testing and laboratory testing was requested but not provided. At 10:04 a.m., the patient¿s meter result was 5.2 inr. The patient¿s laboratory result was 3.6 inr. The patient¿s therapeutic range was requested but not provided.